Event description:
It was reported that the patient underwent a transforaminal lumbar spinal fusion procedure at l3-4, l4-5 using a cage and rhbmp-2/acs at multiple vertebrae. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient never recovered from the surgery and continued to suffer from daily, disabling pain that prevented him from performing many basic activities. Approximately one year six months post-op, the patient underwent a posterior lumbar spinal fusion procedure at l3-4, l4-5, and l5-s1.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on: (B)(6) 2010: patient got admitted with pre-op diagnosis disk degeneration between fusions. Patient underwent following procedure: t11 to s1 posterior spinal fusion with removal of l5-s1 instrumentation. Left l3-l4 and l4-l5 transforaminal interbody fusions with interbody cage. Right posterior iliac crest graft. Removal of spinal cord stimulator. Per-op notes: ¿ disks were incised with 15-blade. Rongeurs were used to move disk. Two interbody cages were packed at ¿ bmp and placed into disk at l3-l4, l4-l5 rod was then re-seated. Spine was then decorticated at tip of transverse process at l4 down through inclusive of l.5 fusion. The autograft was packed out to tip of the transverse processes and supplemented with bone matrix and the remaining 2 bmp sponges.¿ no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.